Event description:
It was reported that pump displayed malfunction code and associated fault indication without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset without recurrence of malfunction, was advised to continue using pump and to call back if issue recurred, and chose to reload cartridge independently to resume insulin delivery.